Event description:
Event description: ecn event description: an2 valve implanted, embolised aortically when knob 2 was opened to deploy lower crown. Usual steps taken. 3 cusp view was not completely coaxial, when addressed response was that is was acceptable. Bav done x 2 as considered that balloon was not fully effaced. Subsequent review of CT scan showed sizing was outside dfu for large valve, contrary to the measurements provided at the time of choosing the valve to implant. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: physicians reviewd CT scan and remeasured annulus. Decided larger valve was required to implant. Discussed the need to use snare to stablilise embolised valve whilst implanting new valve. What is the next course of action?: snare an2 valve frame through stabilisation arches, then implanted sapien3 29mm valve through an2 valve which was secured in ascending aorta during implant of s3 valve. S3 valve implanted successfully. Patient present at time of event?: yes patient complications: other in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes please describe the way in which the device or procedure caused or contributed to the patient complication?: incorrect size of valve chosen due to incorrect valve sizing on CT scan, measured by radiologist on site. Medical or surgical interventions: another valve was implanted. Patient admitted to hospital beyond the standard of care: unknown patient outcome: unknown additional information received on august 5, 2022: complaint summary: it was reported that device entanglement occurred. Procedure summary: vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was placed and a safari2 guidewire was advanced into position. Balloon aortic valvuloplasty (bav) was performed with two (2) inflations of a 24mm non-bsc balloon catheter in accordance with the instructions for use (IFU). A large size acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the IFU. The acurate neo2 tf ds was advanced into position. During the final phase of deployment the acurate neo2 valve moved aortically. The acurate neo2 valve was snared to the ascending aorta via the stabilization arches. Using computed tomography (CT), the perimeter of the native aortic annulus was remeasured twice with results of 26.8mm and 27mm. A non-boston scientific (bsc) valve was advanced through the acurate neo2 valve and implanted successfully at the native aortic annulus. After removal of the non-bsc valve delivery system, it was observed that the safari2 guidewire was caught in the chordae tendineae of the mitral valve. The safari2 guidewire was removed from the patient. An echocardiogram revealed that no damage to the mitral valve had occurred. Patient status: no complications were reported and the patient is stable. Additional information received via email august 17, 2022: here are the responses the rep provided: 1. Yes, the same safari2 guidewire was used for the 2nd valve 2. No, there were no efforts to retract the wire from the chordae before release of the acurate neo2 valve 3. No, position was not confirmed by the end user 4. I am not able to clarify the timing of the guidewire entanglement as I was in a position where I couldn't see the screen whilst I was preparing the valve 5 I am not sure if there was any resistance noted when the safari2 was removed from the ventricle, although the operator did comment that it was in the mitral chordae as he removed the safari2. 6. The physician felt, at the time, that the embolization was due to incorrect sizing. I am not sure if it has been discussed subsequently with the physician.

Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore, no physical analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The supplemental information indicates the position of the safari2 guidewire was not confirmed by the end user. As indicated in the device instructions for use warnings: ·monitor wire position throughout the procedure for proper placement of the curve and distal tip. ·when advancing or removing the guidewire, always use fluoroscopic guidance and radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. This medwatch report is being filed based on additional information reporting device entanglement occurred. At the time of this report, there is no known relationship between the patient complication and the report of entanglement. The safari2 guidewire was removed from the patient. An echocardiogram revealed that no damage to the mitral valve had occurred. It was reported that in the physician's opinion, the contributing factor relating to the patient complication was an incorrect size valve chosen due to incorrect valve sizing on the CT scan. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural and/or clinical factors impacted on the event as reported. The patient information was not provided at the time of this report. If any further relevant information is provided, a follow up medwatch report will be submitted.